Event description:
Foley temp sensing catheter wire eroded out of the plastic foley covering- 2 inches of the wire was exposed and inside the patient's penis. It caused pain and some bloody drainage at the meatus.